Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient's ipg moved to a new location which has caused discomfort. It was also reported that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.